Event description:
During biomed testing the device was charged to 200 joules, an attempted to discharge was made however the device's display went blank and the device failed to discharge. There was no pt involvement in the reported malfunction.